Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small pocket hematoma developed following implant of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that ecchymosis was running down the lateral chest and abdomen. Medication was administered, and the device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.